Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The day after the onset of event, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and meropenem injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to a mitra transfer set leakage. Four days after the event, antibiotic treatment and pd therapy were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital; however, has not recovered from the events. H11: based on additional information received, the baxter pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.